Event description:
It was reported that: patient's right rejuvenate hip was causing patient pain. Surgeon revised patient's hip on (B)(6) 2012. Additional information: based on the provided photos of the revised devices it appears that there is adverse local tissue reaction present.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. However, photos of the revised devices were provided. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as: MFR # 9616680-2012-00977.